Event description:
Device malfunction: difficult to remove, time of malfunction: during vessel closure, symptoms/ae: none. It was reported that a technician trained in the use of the starclose device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after deploying the clip, the device was difficult to remove. The device was removed by using both counter-traction and an assertive pull. Hemostasis was achieved with the starclose clip. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information.